Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with an alarm during the basic occlusion test due to a faulty force sensor. Unable to perform operating current tests or verify the low battery alarm due to the alarm. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a stained end cap sticker and a missing address/serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer dropped the insulin pump out of his hand onto the hardwood floor and then it gave a low battery alert and turned off. The customer changed the battery and the display returned but he had to rewind four times, primed and received a compromised force sensor system alarm. It was stated that the battery cap cannot be removed, the top of the reservoir compartment is cracked and the end cap sticker is missing. Blood glucose value was 230 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.